Manufacturer narrative:
Additional manufacuring narrative: the product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
It was reported that "call today from (B)(6) , bio-med at (B)(6). Asked if our shielding of the rd cables is the same as the lnop cable they previously used. The nicu transport team said the sp02 reading dropped out or had periodic reading when the helicopter takes off and works fine as soon as the helicopter lands. This has occurred only once that (B)(6) is aware of. The monitor used in the transporter is a welch allyn propaq with a rd set md14 ¿ 12 cable. (B)(6) has to dismantle the transporter to get to the welch allyn monitor. He said I could pick up the cable on thurs". No known impact or consequence to patient.

Manufacturer narrative:
The returned cable was evaluated. During evaluation the cable passed all visual and functional testing. The cable was determined to be functioning as designed. A service history record review reveals that this lot was in the field for over four (4) months with no previous reported issues prior to this reported event, corrected data.